Event description:
It was reported that a novum iq large volume pump (lvp) had an unspecified system error. This error occurred during insulin infusion in the or. The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, h11. H11: the device was received for evaluation. A review of the event history log (ehl) revealed system error 20602 (monitor motor stall). During functional testing, system errors could not be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.